Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an error code 112, and the pump was in used condition. The cause of the customer reported problem was an intermittent motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had a system fault. The event occurred during testing, and there was no delay in therapy. There was no patient involvement.